Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer reported issue was duplicated. The cause of the reported issue was corrosion on the main board. The reported issue was resolved by replacing the main board. Device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device alarmed error code 1270. There was no patient involvement, and no patient harm reported.